Manufacturer narrative:
On september 1, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, in the posterior view, a tear was observed within an area of siltex cracking measuring approximately 0.7 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent breast augmentation with 325cc saline mentor siltex round moderate profile breast implants and experienced deflation on the right side and bilateral baker grade ii capsular contracture postoperatively. As a result, the patient underwent bilateral device removal and replacement with 350cc mentor memorygel breast implants, catalog number smpx350, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's right-sided device.